Event description:
It was reported via repair work order that the fowler was drifting with weight due fowler actuator malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.